Event description:
It was reported by the patient that the remote monitor was unable to complete the send phase of the remote transmission, that it was able to dial out but did not make the "fax" noise. The switches were reset and all voicemail was cleared from the line, but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Upon further review this is not a reportable complaint and MDR report #3004593495201200062 is being redacted.